Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result reported was 2.8 inr. The corresponding lab result reported was 2.1 inr.

Manufacturer narrative:
Other strip lot used were 974, 69a, 70a, 961.